Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 metal insert of bisector came apart and was unable to continue to use. No components of the device detached into the harvesting tunnel. A new device was opened to complete the case. There was no procedural delay. No adverse advent or patient harm.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10, h11 corrected sections: h4--incorrect date the device was returned to the factory for evaluation on 06/09/2022. An investigation was conducted on 06/20/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base to the tip with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 25163023 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.